Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed 'improper shut down' and the keypad was not responding. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the keypad was found to be unresponsive. No issues related to the customer reported condition 'improper shutdown alarm' were identified. A review of the event history log revealed 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the unresponsive keypad was attributed to the keypad itself which requires replacement to address this issue. The cause of the improper shutdown alarm was not determined; no pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.